Event description:
Report indicates that during a surgery on (B)(6) 2012, a signature spring drill pin fractured and one-half of the device remains in the patient's tibia.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable.